Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The pacing system was explanted and replaced, cultures were taken. No further patient complications have been reported as a result of this event.